Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Additional information: h4 device manufacturer date. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. General information: complaint: (B)(4). Information to the sample: model: infusomat space, article number: 8713050, serial number/batch: (B)(6), software version: 686n030005, hours of operation: 1996, seal: yes (black produktion seal), further information: n/a. Investigation results: history inspection: the device history files were read and analyzed. Since the customer did not provide a date for the incident, but only the treatment data, the last treatment with the matching information was examined: a rate of 20.8 ml/h and a volume of 250 ml. There was no treatment with the time specified by the customer. No abnormalities were found in the examined treatments. The last therapy with the matching data started on (B)(6) 2024, at 11:33:45 am (infusing on) and ended on (B)(6) 2024, at 1:05:13 am (actual volume infused: 272.16 ml). The therapy was briefly interrupted by four upstream alarms. The reason for the upstream alarms could not be clarified. No abnormalities were found in the history log. Visual inspection: a visual inspection was performed. The cover caps on the screw pillars, and the production seal on the lower housing were intact and undamaged. The device is in a clean state and no visible damage are to locate. Functional inspection: a functional test was performed. The device passes the self-test. A space line was inserted, and the pump identified the line, and it could be selected from the menu. It was possible to put the pump in operation. Pressure inspection: in checking the downstream sensor, the electronic pressure cut-off and the mechanical pressure limitation of the device were tested, according to the requirements of the technical safety check. The device matches the required values and standards. All measured values are within our specification. Flow rate inspection: a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal flow rate of 100 ml/h was chosen. The assessed average deviation "a" of the second operating hour was measured and resulted in a value of 0,08%. (Accuracy of set delivery rate should be: ± 5 % according to iec/en 60601-2-24) the device matches the required values and standards. All measured values are within our specification. Disassembling: during the investigation no faults could be detected, to investigate the inside of the device, only the upper housing was removed. No damage or soiling could be found. Judgment: the complaint could not be confirmed. Summing up all tests, the infusomat space operates within our specification. No product deviation.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
According to the event description: an antibiotic infusion given to the patient via infusomat space pump. The device infused the drug faster than expected. The patient had been prescribed a penicillin infusion that was supposed to last for 12 hours. The device was programmed with a flow rate 20.8 milliliters an hour (ml/h), volume 250 milliliters (ml), infusion time 12 hours. Infusion started at 9 pm and stopped at approximately 2:17 a.m. Even though it should last until 9:00 a.m. In the morning. No patient complications were reported as a result of this event.